Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen using the coolcore applicator and to the bilateral lower flanks using the coolcurve+ applicator on (B)(6) 2015. The patient reportedly also received additional treatments that were not specified. The patient developed paradoxical hyperplasia (pah/ph) reportedly 4 months after treatment and was diagnosed to the bilateral lower abdomen on (B)(6) 2018.

Manufacturer narrative:
The patient's dob and age fields were corrected in the parent record. The patient's address information was also added to the patient information section.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen using the coolcore applicator and to the bilateral lower flanks using the coolcurve+ applicator on 24-aug-2015. The patient reportedly also received additional treatments that were not specified. The patient developed paradoxical hyperplasia (pah/ph) reportedly 4 months after treatment and was diagnosed to the bilateral lower abdomen on 19-sep-2018.

Manufacturer narrative:
Corrected data: h7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen using the coolcore applicator and to the bilateral lower flanks using the coolcurve+ applicator on (B)(6) 2015. The patient reportedly also received additional treatments that were not specified. The patient developed paradoxical hyperplasia (pah/ph) reportedly 4 months after treatment and was diagnosed to the bilateral lower abdomen on (B)(6) 2018.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen using the coolcore applicator and to the bilateral lower flanks using the coolcurve+ applicator on (B)(6) 2015. The patient reportedly also received additional treatments that were not specified. The patient developed paradoxical hyperplasia (pah/ph) reportedly 4 months after treatment and was diagnosed to the bilateral lower abdomen on (B)(6) 2018.